Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, vomiting, and abdominal pain. The cause of the peritonitis was reported to be due to constipation. One day after onset, the patient began treatment for the event with injection (inj) reflin (1 gm, ip (intraperitoneally), once daily (od)), inj tobramycin (40 mg, ip, od), and injection heparin (25000 units, 0.5 ml, three times a day, route not reported). Twelve days after onset, the patient was admitted to the hospital for the peritonitis event. Five days after being admitted, the patient was recovered from the peritonitis and was discharged from the hospital. Antibiotic therapy was discontinued after fourteen days. At the time of this report, dianeal/extraneal therapies were ongoing. No additional information is available.